Event description:
Customer reported no reactivity with a pt sample containing anti-c and vra121 cell 1. Pt has a history of anti-e, -jka and anti-s. Daily qc was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.